Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose (bg) level was 599mg/dl with large ketones. Healthcare provider identified ketones as being dangerous. Manual injections were administered to address bg. Reportedly the customer reverted to manual injections for insulin therapy.